Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2020, her infusion set's tubing separated. Patient's blood glucose level was 340 mg/dl at the time of this event. Moreover, she did not notice any damage to the infusion sets when the package was first opened. Further, the infusion set was replaced and insulin was resumed successfully. No further information available.